Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was unknown. The customer reported that there was no delivery alarm. Customer reported that the drive support cap was recessed into the insulin pump, about an inch into the insulin pump. The troubleshooting was performed for the motor error. The troubleshooting was performed for the no delivery and the event was resolved by changing complete set. Advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.